Event description:
The catheter was inserted by an experienced nursing staff member into the patient's left forearm. Blood began leaking at the point of connection between the cannula and the stabilization platform. The unit was then flushed with saline and saline also leaked from the same area. The leakage experienced was deemed excessive by the clinician. There was no exposure to the clinician as a result of this incident.

Manufacturer narrative:
The sample is not available for evaluation. Additional information regarding this incident has been requested. If additional information is received, a supplemental report will be submitted. (B)(4).